Event description:
Customer stated he received letter from attorney who alleges bed was related to the consumer's death. Death alleged.

Manufacturer narrative:
No RMA has been issued because the bed is not being released for evaluation at this time. Model 5310ivc serial number/date code (B)(4) is approximately 11 months of age. The user manual part number 1114836 rev. F (aug-07) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer was a (B)(6) age with both height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The position in which the patient was found on the bed is unknown. It is unknown if this was an entrapment. The attorney for the consumer is alleging product involvement